Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to urethral atrophy resulting in recurring incontinence. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to urethral atrophy resulting in recurring incontinence. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of urethral atrophy and recurring incontinence were not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.